Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 05:57am she obtained a result of "126mg/dl" on the subject meter, which she felt was inaccurately high in comparison to an unspecified result obtained on another device, performed within 30 minutes of each other. The patient manages her diabetes with an insulin pump and continued to administer his usual dose of humalog insulin in response to the alleged issue. The patient reported that five to ten minutes after the alleged issue occurred, she developed symptoms of "shaky, nervous, feeling warm and cold" however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. When a control solution test was performed, the results were in range. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.